Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing found that hinges on the deflector panel were broken and that the pendant would not swivel properly on the imaging system. Replacement hinges were sent to the site on 30 april 2015. The hinges were replaced and the swivel mechanism was cleaned/lubed. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since (B)(4) 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while outside of a procedure, that the skins on their imaging system were damaged. The site reported that the system is down until the repairs are made. There was no patient present when this issue was identified.